Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 55 units instead of the expected 240 units. Reportedly, the customer used cold insulin. There was no adverse impact to the customer's blood glucose level reported. The caller completed steps to address the issue, including reloading the cartridge with assistance from customer technical support, and plans to monitor the situation and follow up if necessary.